Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with bottom case cracked by l-bracket, cracked right plunger case, battery not charging, and left plunger case damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer reported problem was confirmed. According to the investigation, the device exhibited motor rate error several times during occlusion testing. The investigation reported that the caused of the reported problem was that the pump motor assembly worn out. Investigation replaced the pump stepper motor, worm gear and worm coupling. Also replaced lead screw and both clutch halves as a preventative measure. Performed occlusion test, pm and all functional testing passed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump exhibited failed occlusion test. No reported adverse effects.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.